Event description:
Baxter reported, "solution leaked from the tip of the transfer set when the patient closed the intergral twist." There was no patient injury or medical intervention reported by baxter.